Event description:
Halyard endotracheal closed suctioning system broke during use. The button that is depressed to activate the suction broke off and the system is not able to be used without the button. This is the second system to break within the last 24 hours. The same plastic button broke on both systems; we only have identifying information on one of the systems. There was no harm to the patient.

Event description:
Halyard endotracheal closed suctioning system broke during use. The button that is depressed to activate the suction broke off and the system is not able to be used without the button. This is the second system to break within the last 24 hours. The same plastic button broke on both systems; we only have identifying information on one of the systems. There was no harm to the patient.